Manufacturer narrative:
An alpha I pump, cylinders 1 and 2, and reservoir were received. A separation was noted within abrasion on the shorter exhaust tube of the pump. This was a site of leakage. Partial separations within abrasion were noted on the longer exhaust tube and inlet tube of the pump. These were not sites of leakage. Two small separations were noted in the bladder of cylinder 1. These were both sites of leakage. Heavy calcium buildup was noted on both cylinder bladders, which then determining the reason for the separations could not be done. No functional abnormalities were noted with the reservoir. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the shorter exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. As there was heavy calcium buildup on both cylinder bladders, quality cannot determine the reason for the separations noted in the bladder of cylinder 1. The information received indicated the device had been implanted for approximately 20 years and assumed functional. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information the inflatable penile prosthesis was implanted on (B)(6) 1999 and removed on (B)(6) 2019 due to a malfunction. Additional information received from medical personnel indicated that the malfunction was at the reservoir and pump. No further information was provided.

Manufacturer narrative:
Additional review determined this event had been previously reported under manufacturer report number: 2125050-2020-00021; the initial report submitted under this manufacturer report number (2125050-2021-00869) was intended to be a follow-up report to submit analysis findings. The corrected g3 aware date for the analysis findings is 19jun2021.